Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital due to possible pacing failure. It was noted that there was no pacing failure during putting the magnet on the pacemaker. Interrogation was carried out and the device was confirmed to have an alarm for anomalous lead impedance. There was also increased threshold. The patient was sent home and was to be monitored closely. An hour later from the first urgent checkup, the company representative was informed that pacing failure occurred again. Interrogation was again carried out, and ventricular high-rate episode (vhr episode) was detected for 5 times within an hour. Intracardiac electrocardiogram showed that all of them continued sensing something like noise and led to oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.